Manufacturer narrative:
Continuation of d10: product ID 39565-30 serial# (B)(6) implanted: (B)(6) 2010: product type lead. Product ID 97714 serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2023 product type implantable neurostimulator. Product ID 3708140 serial# (B)(6) implanted: (B)(6) 2010 product type extension. Product ID 3708140 serial# (B)(6)implanted: (B)(6) 2016 product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient (pt) called back stating they had called two weeks ago and spoke to an agent regarding their concern (as documented in this case). Pt said that the ins was implanted on (B)(6) 2023 and that this was their third ins from mdt. Pt said that the surgeon had told them in consultation before the surgery that the sensors (leads/electrodes) would be replaced if they were not working. Pt said that the surgeon said that the rep said in the operating room that many sensors were not working before the pt was closed up from surgery. Pt said that the surgeon said that the rep said to not bother replacing the sensors since they were getting a good enough signal from what they had. Pt said that also the extension between the leads and ins was not checked. Pt said that they now had 6 out of 16 sensors not working. Pt said that they had three reps try to program the ins since (B)(6) 2023, however no one was able to get the ins current to the areas of pain that they had before. Pt said that they were not happy with two of the reps and that the third rep was the one who told hcp not to replace the sensors. Pt said that they have crps from their waist down and that every time they go in for surgery they risk crps spreading to their organs or becoming full body. Pt said that they had not heard from a rep since their last call to ps. Agent offered to send another message out to the field requesting contact/pt accepted; agent did not promise a time-frame on a response. Agent also redirected pt to healthcare provider (hcp); pt said that they were not happy with hcp either. Pt said that hcp should be in charge instead of the reps and that hcp should have replaced the sensors. Pt said that every time they went to someone different for ins reprogramming, the therapy settings would be completely changed instead of the current settings just being tweaked. Pt said that they just wanted their ins to work. Pt mentioned that their current ins was a big improvement however as far as recharging times went. Additional information was also received from a rep clarifying that before the surgery the entire top lead was all xs as far as the connection goes, so they weren¿t able to get an accurate read of impedances. The cost of the electrodes was not working. It was not determined when they replaced the battery they were able to get a full connection with some impedances. They did an impedance check intraoperatively and told the surgeon that there were still impedances that were high. This was resolved at the time, but there seems to be more electrons that had impedances and they tried to change the starting point of the impedance check. They were not able to get the patient¿s weight at the time of the event. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Event description:
On (B)(6) 2023, information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was that a couple months ago for like two and a half to three days, they were getting electronic impulses that were very strong to the top of their left foot near the base of their toes which would last one to two seconds and then dissipate. Pt said that the impulses would occur every thirty seconds to three days and it felt like they were being tortured. Pt said that then after like three days the impulses stopped which was like three or four months ago, however yesterday the impulses started again and were occurring every forty seconds and today they were occurring like every ten minutes. Pt said that the stimulator had been off the whole entire time. Pt said that they had turned the stimulator back on and there were no changes so they turned the stimulator off and the impulses continued. Pt said that the stimulator was working fine and that they were able to make therapy adjustments. Pt said that the impulses gave them a very strong pain and they were unsure if all of this was related to the stimulator or not. Pt noted that they had no ot her devices implanted. Pt said that the impulses didn't stop if they changed positions. Pt said that they were on oxycodone and medical marijuana for pain in their back, but those drugs didn't even put a dent in the pain from the impulses. When asked for the event date, pt said that it was probably november. Pt said that they hadn't seen their hcp in years. Pt said that they asked their pain management pa about the issue three or four months ago and that the pa was supposed to contact hcp, however last month they saw a different pa who didn't know anything about the issue. The patient was redirected to their healthcare provider to further address the issue. Pt also asked if a rep could contact them to discuss the issue further; pss redirected pt to hcp and also provided the pt with the nas-national answering service phone number to provide to hcp. On 2023-apr-25, the pt reported their doctor couldn't identify the cause of the electronic impulses, however the doctor did tell them that half of their leads were not working due to the wire being out of the battery. Surgery was scheduled for (B)(6) 2023 to replace the battery and the leads, if needed. The pt stated they didn't know which ins they were going to be getting, but stated they didn't want the one they have now. Pt weight was provided. On 2023-jun-30, additional information was received from a healthcare provider (hcp) reporting that they believed the issue was resolved. Status of the device was unknown. On 2023-jun-30, additional information was received from a healthcare provider (hcp). Hcp confirmed that the patient had a replacement of the battery on (B)(6) 2023. They developed a localized skin reaction due to the adhesive otherwise they were doing well. It was anticipated that the skin reaction was resolved by now as the adhesive was fully removed. A rep will reprogram to optimize the coverage for the patient. On 2023-07-26, additional information was received from the patient reporting that 8 out of the 16 electrodes are not working. Patient states they had a discussion with the neurosurgeon prior to implant where they would test the sensors and if the sensors were still not working they would replace them. Patient service specialist asked if manufacturer representative (rep) checked with the healthcare provider and was told no big deal to replace the sensors. Patient stated they never checked the extension line to see if the extension wire was the problem. Pt states the rep had mentioned he can program around this. Pt states his second unit was 6 years old at time of placement of 3rd and the 8 electrodes weren't working awhile probably 2-3 years and in may were not working immediately. Pt states went from 8 to 6 not working. Pt did not have the date of when the electrodes initially went out. That was working awhile probably 2-3 years. Patient services (pss) put unknown as event date as caller was not sure. Patient mentioned that electrode numbers 8, 11-15 aren't working anyway. Patient has had 3 different people try to adjust/program unit and none of them have been able to get signal to the area of pain because of the leads that are not functioning. Pt states they were supposed to change out leads from the beginning after first ins and theydid not as the rep stated they could program around. Pt states he is not happy and doesnt want to have the implant replaced. The patient was redirected to their healthcare provider to further address the issue. Pss sent email to the mdt rep. See related rr # 3004209178-2023-06775.

Manufacturer narrative:
Continuation of d10: product ID 97714 lot# serial# (B)(6). Implanted: (B)(6) 2016. Explanted: (B)(6) 2023. Product type implantable neurostimulator product ID 3708140. Serial# (B)(6). Implanted: (B)(6) 2010. Product type extension product ID 3708140. Serial# (B)(6). Implanted: (B)(6) 2016. Product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3708140, serial/lot #: (B)(6). Ubd: 25-nov-2013, UDI#:(B)(4) ; product ID: 3708140, serial/lot #: (B)(6). Ubd: 05-apr-2017, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by any one that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.